Manufacturer narrative:
The user-reported issue was confirmed. The pump was returned to the manufacturer on 02/02/2017. It was found to have a circuit board issue that resulted in the intermittent keypad issue and the power issue. The pcba w (printed circuit board assembly) main board was replaced. The pump was repaired and tested to meet the full specifications on 02/16/2017. Upon receiving this complaint, it was initially determined as not reportable by the manufacturer. During the final review of the complaint file by quality/ management, it was determined as MDR reportable on 02/16/2017.

Event description:
The user reported an issue with the pump: "it won't turn off. It's just running and running". No patient harm or injury was involved in this case.